Manufacturer narrative:
(B)(4).

Event description:
It was reported that one day post implant check, a pneumothorax was discovered. On (B)(6) 2016 a thorax drainage was performed which resolved the issue. The patient was in stable condition post procedure. No additional information was available at this time.